Event description:
Caller reported blood glucose results of 231 mg/dl, 121 mg/dl, and 148 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. Strips not available for return, replacement system sent.